Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was capped due to malfunction. No other information is available. The implantable cardioverter defibrillator (ICD) was also removed at this time.